Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported that on (B)(6), 2014 his adc blood glucose meter would not turn on with test strip insertion. Customer further reported he subsequently experienced a loss of consciousness. Customer's wife administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.